Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. The reason for the revision is the loosening of the talar prosthesis.

Manufacturer narrative:
The reported event could be confirmed, since the CT scan shows there is loosening of the talar component. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that the additional clinical information with the x-ray is nevertheless very helpful and can be used for the further assessment of the case. We see that the indication was given with a clear loss of cartilage and radiographic proof for arthritis and instability of the upper ankle joint in the first place. There is partly direct contact between the tibia and talus as the cartilage has completely vanished. Clinically the movement of the foot is very limited, and it is reported, that the dorsal extension of the foot is reduced. The surgeon tried to address this with the described extension of the achilles tendon with the hoke technique. However, it is clearly visible that the talar component was inserted at least borderline ventrally. This may have, as a biomechanical cause, contributed to the implant failure. The other findings can be confirmed with the CT scan. There is loosening of the talar component, while the tibial component seems to be okay. Overall, this all being said it seems that there are patient related factors like the poor bone substance, the instability of the joint and the reduced range of motion, but the ventralization of the talar component has also got to be regarded as a factor which has contributed to the unfavorable outcome. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e., poor bone substance, the instability of the joint and the reduced range of motion, but the ventralization of the talar component has also got to be regarded as a factor which has contributed to the unfavorable outcome but more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. The reason for the revision is the loosening of the talar prosthesis.

Manufacturer narrative:
The reported event could be confirmed, since the CT scan shows there is loosening of the talar component. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the additional clinical information with the x-ray is nevertheless very helpful and can be used for the further assessment of the case. We see that the indication was given with a clear loss of cartilage and radiographic proof for arthritis and instability of the upper ankle joint in the first place. There is partly direct contact between the tibia and talus as the cartilage has completely vanished. Clinically the movement of the foot is very limited, and it is reported, that the dorsal extension of the foot is reduced. The surgeon tried to address this with the described extension of the achilles tendon with the hoke technique. However, it is clearly visible that the talar component was inserted at least borderline ventrally. This may have, as a biomechanical cause, contributed to the implant failure. The other findings can be confirmed with the CT scan. There is loosening of the talar component, while the tibial component seems to be okay. Overall, this all being said it seems that there are patient related factors like the poor bone substance, the instability of the joint and the reduced range of motion, but the ventralization of the talar component has also got to be regarded as a factor which has contributed to the unfavorable outcome. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e., poor bone substance, the instability of the joint and the reduced range of motion, but the ventralization of the talar component has also got to be regarded as a factor which has contributed to the unfavorable outcome but more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. The reason for the revision is the loosening of the talar prosthesis.